Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: this complaint is opened to address a type 1b endoleak in a patient enrolled in a zenith alpha thoracic post market retrospective study (1713). On (B)(6) 2022, a 76-year-old male patient was urgently treated for penetrating aortic ulcer and aortic rupture with placement of a zta-p-36-161 (complaint device), starting at zone 2. The distal neck was parallel with partial thrombus and mild calcification. The distal landing zone was, zone 5 - mid descending aorta to celiac. Length of distal sealing zone was 25 mm, maximum diameter of the distal neck was 29 mm. Procedure angiography revealed patent study device, complete coverage of the left subclavian artery (lsa) without revascularization, no endoleaks, and no device issues. On (B)(6) 2022, 6-month follow-up imaging revealed patent study device, no thrombus, occluded lsa, no device issues, and a type ib endoleak. On (B)(6) 2022, a secondary intervention was performed to treat the endoleak¿a distal component graft was placed. On (B)(6) 2022, 2-year follow-up imaging revealed patent study device, no thrombus, occluded lsa, no device issues, and no endoleaks. Review of the device history record gave no indication of the device being produced out of specification. This is a study with data collected retrospectively and no images are provided. Endoleak is noted as a potential adverse event in the instructions for use. Based on the information provided it has not been possible to establish a cause for the type 1b endoleak. Cook will reopen the investigation if further information is provided. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study wce-1713: zenith alpha thoracic post market retrospective study synopsis: a type ib endoleak was reported 235 days post-procedure. On (B)(6) 2022, the 76-year-old male patient was urgently treated for penetrating aortic ulcer and aortic rupture with placement of a zta-p-36-161, starting at zone 2. Procedure angiography revealed patent study device, complete coverage of the left subclavian artery (lsa) without revascularization, no endoleaks, and no device issues. On (B)(6) 2022, 1-month follow-up imaging revealed patent study device, no thrombus, occluded lsa, no device issues, and no endoleaks. On (B)(6) 2022, 6-month follow-up imaging revealed patent study device, no thrombus, occluded lsa, no device issues, and a type ib endoleak. On (B)(6) 2022, a secondary intervention was performed to treat the endoleak¿a distal component graft was placed. On (B)(6) 2023, the 12-month follow-up visit was conducted without imaging. On (B)(6) 2024, 2-year follow-up imaging revealed patent study device, no thrombus, occluded lsa, no device issues, and no endoleaks. Patient outcome: it is noted that the secondary intervention to treat the type ib endoleak was successful.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.